Event description:
The customer called the helpline for assistance in making a set change, and then reported receiving a no delivery alarm from the insulin pump. The customer reported having high blood glucose, but did not know the value during the phone call. The customer reported not having a backup plan to insulin pump therapy. The helpline advised the customer to call a physician for treatment, and to call the helpline back as soon as possible to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.